Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-09985. It was reported that stimulation was unable to increase amplitude. Reprogramming was unable to provide effective therapy. To address this issue patient had an ipg and lead replacement and effective therapy was restored post operatively.